Manufacturer narrative:
Intermittent button response and button error alarm due to corroded keypad traces. No ramping numbers noted on display.

Event description:
The customer reported via phone call that the insulin pump had a keyboard anomaly. She attempted to deliver a bolus but the buttons on the insulin pump began to ramp up without any input. Customer's blood glucose level was 416 mg/dl. She treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.